Manufacturer narrative:
The customer, a biomedical engineer, stated the device is operational and back in use. No other information was available. The device was not returned to physio-control for an evaluation. The cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the biomedical engineer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter, a third party biomedical engineer, contacted physio-control to report that the device he was working on will not power on. There was no patient use associated with the reported event.